Event description:
The customer stated that a (B)(6) result of (B)(6) was generated. The sample was repeated multiple times with results in the range of (B)(6). The patient had been run on another analyzer with a (B)(6) result. There was no report of impact to patient management.

Manufacturer narrative:
A false negative anti hbc result was generated for one patient on the architect i2000sr analyzer. Field service performed troubleshooting and determined the probable cause was the wash buffer dispense at the wash zones was inadequate. Service replaced the valve manifold kits to resolve the issue. No further discrepant results were noted. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4).